Event description:
It was reported that the arctic sun device was getting alert 113, flow rate was 1.1 l/m, water temperature was 7.7 c, patient temperature was 37.8 c, and target temperature was 33 c. User started cooling 1/2 hour ago. Ms&s had her troubleshoot for low flow with disconnecting and reconnecting pads. The flow went to 1.3 l/m and drain hose was connected in correct place. Patient was shivering and 5 pads were in place. Mss told her to control for shivering and device might have issue in the future with cold water temperature, also to make arrangements for changing device. Per follow up with customer on (B)(6) 2020, patient completed therapy on the same device. Device had been put on a different patient yesterday.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting alert 113, flow rate was 1.1 l/m, water temperature was 7.7 c, patient temperature was 37.8 c, and target temperature was 33 c. User started cooling 1/2 hour ago. Ms&s had her troubleshoot for low flow with disconnecting and reconnecting pads. The flow went to 1.3 l/m and drain hose was connected in correct place. Patient was shivering and 5 pads were in place. Ms&s told her to control for shivering and device might have issue in the future with cold water temperature, also to make arrangements for changing device. Per follow up with customer on (B)(6) 2020, patient completed therapy on the same device. Device had been put on a different patient yesterday.